Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: prior to use, during the test of the endobronchial cannula, it was noticed that the cuff was perforated and it was necessary to replace the product.

Manufacturer narrative:
(B)(4). During the test of the endobronchial cannula, it was noticed that the cuff was perforated, and it was necessary to replace the product. Trend review for the last 5 years on the same defect type and catalogue number/product type shows 100% leak test was conducted and no leak product was found. The photograph received for this complaint did not clearly show the perforation as reported therefore, we could not confirm the defect as per description. Since there is no sample returned for investigation, one set of representative samples was retrieved from production lot for simulation purpose. A visual inspection was conducted on the production representative sample and no obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotest. No abnormality was observed on the sample. A water leak test was then conducted on the sample and no air bubbles were observed flowing out from both cuffs. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. The photograph received for this complaint did not clearly show the perforation as reported therefore we could not confirm the defect as per description.

Event description:
Reported issue: prior to use, during the test of the endobronchial cannula, it was noticed that the cuff was perforated and it was necessary to replace the product.